Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient reported that she has been in the hospital since (B)(6) 2025 due to cellulitis on the abdomen beginning approximately (B)(6) 2025. An ER physician believed it was related to the duodopa catheter (peg tube) and not due to vyalev therapy. The patient reported that the delivery port was pulled and discharge from the hospital on (B)(6) 2025 was expected. On (B)(6) 2025, the patient clarified that the stoma site had been infected since a year ago and had progressively worsened. The peg tube was removed and the patient was diagnosed with cellulitis related to the stoma site. At the time of report, the patient in on vyalev (subcutaneous) therapy.

Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was removed and not returned; therefore, a return sample evaluation is unable to be performed. Stoma site cellulitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.